Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a lost sensor alarm, no communication pump to the transmitter, and bleeding at the site, with no reported allegation of a device malfunction. The customer reported hemorrhage/bleeding which did not require treatment. The event involved product(s) mmt-7841zn, mmt-7040a, mmt-1884, mmt-7040a. Customer reported a loss of communication between the transmitter and the pump. Confirmed transmitter serial number was programmed in manage devices screen. Customer reports issue was resolved or the sensor was removed, however, the rf icon did not turn on to green and also received a device not found alert. Customer reported blood at site. Customer requested to run a tester procedure for the transmitter. No damage was reported to the transmitter. Led light blinked when connected to the tester but the transmitter was not communicating. The customer reports being unable to pair the transmitter with the pump. The pump and transmitter would not pair after troubleshooting no further patient complications were reported. No product return will be required for mmt-7841zn. No product return will be required for mmt-7040a. Mmt-1884 was requested and the customer response was the device will be returned. No product return will be required for mmt-7040a.